Event description:
It was reported to philips that the suite computer was unable to reload the software, which can impact booting. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that the suite computer encountered an issue while attempting to reload the software, which may affect the booting process. Upon troubleshooting, fse tried to reload multiple software, but it failed; fse replaced suite pc and attempted several software reloads using a new factory usb stick still the issue persisted. To resolve the issue, fse reloaded the new suite pc and ssd, successfully installed the software. The defective suite pc was returned to philips for analysis and found that there was failure in ssd drive. After replacement, the system was returned to use in good working order. The system was returned to use in good working order.